Event description:
The customer reported falsely elevated sodium and potassium results generated on the alinity c processing module on two patients. The following results were provided: sid: (B)(6), sodium = 162 / 140 mmol/l; potassium = 7.2 / 4.6 mmol/l, sid: (B)(6), sodium = 191 / 139 mmol/l; potassium = > 10.0 / 4.7 mmol/l, (normal ranges: sodium: 133 ¿ 146 mmol/l; potassium: 3.5 - 5.3 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6).

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing the r1 alinity c-series reagent probe which resolved the issue. There have been no further reports of discrepant results since the part was replaced. A review of the alinity c processing module sn # (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the alinity c processing module sn# (B)(6)

Event description:
The customer reported falsely elevated sodium and potassium results generated on the alinity c processing module on two patients. The following results were provided: sid (B)(6) sodium = 162 / 140 mmol/l; potassium = 7.2 / 4.6 mmol/l sid (B)(6) sodium = 191 / 139 mmol/l; potassium = > 10.0 / 4.7 mmol/l (normal ranges: sodium: 133 ¿ 146 mmol/l; potassium: 3.5 - 5.3 mmol/l) no impact to patient management was reported.